Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. The device was being filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 100 ml of fluid in the reservoir. Visual examination of the device showed evidence of a leakage (backflow) at the fill port. Microscopic examination of the disassembled unit showed no evidence of particulate matter under the check-band; however, a 0.006-inch protrusion on the stress member, under the check-band, was noted. The root cause of the leak was determined to be the protrusion on the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was investigated through corrective and preventative action (CAPA).